Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this system was unresponsive during a parotidectomy procedure. Stim was being delivered. Audio indicators alerted the user of the issue. User was unsure if it was a connection issue, reseated all connections with no resolution, was not intermittent, there was no response at all. Swapped console and interface box with no change. Adjusted threshold to 80, tapped on the muscle that was innervated and used stim probe, console shows that stim is delivering appropriate signal, passing electrode check. Replaced electrodes checking placement with no change. Area where electrodes are placed is not being irrigated, no paralyzing anesthetic is in use. The procedure was delayed for less than an hour and was aborted after patient was under for 30-40 minutes. No patient injury.